Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that during an infusion of a medication that was not chemotherapeutic, the tubing leaked from the lower fitment and was noticed when fluid was dripping from the pump. Although requested, there was no further information received.

Manufacturer narrative:
The customer¿s report the tubing leaked from the lower fitment was confirmed however the leak originated from the pump segment near the lower fitment and not from the lower fitment itself. Visual inspection of the set noted no damage or any anomalies. Examination under magnification noted that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the lower fitment near the small hole. Functional testing confirmed leaking from the small hole in the same location. The source of the leak is due to a small hole damage in the silicone pump segment near the lower fitment. The root cause of the hole damage could not be determined.

Event description:
The customer reported that during an infusion of a medication that was not chemotherapeutic, the tubing leaked from the lower fitment and was noticed when fluid was dripping from the pump. Although requested, there was no further information received.